Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator (eri) in 2 years and exhibited early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 6949 implantable tachy lead implanted: 2007 (B)(6); product ID 5554 implantable pacing lead implanted: 2001 (B)(6); product ID 4193 implantable pacing lead implanted: 2007 (B)(6). (B)(4).